Event description:
The customer reported there is no audible alarm on unit. The device was in use on a patient. There was no report of patient or user harm. The remote support engineer called the customer to confirm the pc direct to speaker is working. The problem began when department was renovated and the central was moved. The customer checked and tested the cat cable run. Confirmed issue of s/b cat cable run. Customer resolved cable issue. The device remains at the customer site, and no subsequent calls have been logged for this device/issue.